Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.